Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) was confirmed. Upon investigation the monitor failed to deliver a pulse. The cause for the failure was a broken solder connection of the c19 on the defibrillator board. The root cause of the broken solder connection could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete essential performance testing.